Event description:
Medtronic received information that two years and one month post-implant the patient presented to the emergency department with congestive heart failure (chf) exacerbation symptoms of shortness of breath and leg edema, complicated by end-stage copd. Medications were prescribed. The patient became hypotensive, hypoxic with severe acidosis, and was unresponsive to verbal stimuli and minimally responsive to noxious stimuli. Spouse agreed to make patient dnr (do not resuscitate) and the patient expired. It had been previously reported that 12 months post implant the patient¿s echocardiogram revealed a moderate paravalvular leak (pvl) and again at the 13 months follow up. No treatment was given and the condition remained ongoing.

Manufacturer narrative:
The product remains implanted, no autopsy was performed. The device will not be returned to medtronic. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A relationship of the congestive heart failure to the device or procedure could not be determined with the limited information avail able, though it is likely related to patient condition. Hypotension is a known potential adverse effect per corevalve instructions for use (IFU), is highly dependent on the patient's pre-procedural condition, and can occur despite a normally-functioning device or model implant procedure. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.